Event description:
The rn was in the room preparing to assist the patient off of the commode. The patient went into asystole on the monitor. The external epicardial pacemaker was found to be powered off at this time and the pacemaker displayed a self test failure at this time. The pacer was powered back on at ddd 80 with no difficulties within 18 seconds. There was a spare pacemaker left at the bedside. While attempting to get the patient back in bed to switch out the pacer box, the patient went asystolic again. The pacemaker was found to be powered off again. We switched to the back-up pacemaker at this time, with a down time of 35 seconds. The pacemaker never showed an indicator light for low battery, but upon further investigation by the staff a light did appear shortly after the event. The staff did report to me that she closely watched the pacemaker for several hours and the low battery light was shown intermittently in the appropriate corner. The battery was replaced in the failed pacemaker and the staff reported that she has not seen the pacer power off inappropriately. The patient was neurologically at baseline following the event. The physician was notified and the patient was taken to the or for a permanent pacemaker. The patient had a good outcome after the pacemaker implant. We are waiting for biomed to complete their testing of the device.